Event description:
The pt was complaining of pain and the surgeon decided to revise the tka. Intraoperatively, the surgeon had a very easy time removing the implants. Once explanted the surgeon noticed that there was no cement on either the femoral component or the tibial component. The explanted material will be available for return. MFR ref # 3005180920-2015-00107.